Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had displayed a system error. There was no patient involvement.

Manufacturer narrative:
Correction: returned to manufacturer on. Additional information: returned to manufacturer on. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the error code reported was confirmed and replicated during investigation. The device was fully evaluated, and the issue is being attributed to a faulty keypad assembly. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. Internal inspection revealed a front case/keypad assembly with a date code of (B)(6) 2022. The eight (8) and zero (0) buttons are not functioning properly. Although there is no visible physical damage, each button is noticeably different from the others. They do not respond when pressed and lack the same tactile feedback. Unlike the surrounding buttons, they feel stuck or unresponsive, making it impossible to activate their intended functions. No signs of fluid ingress or corrosion were observed. All inspected parts were manufactured by bd. A review of the pc unit error logs showed the error 110.6020.1 (keyboard failure, see image 6) was displayed on the reported event date: (B)(6) 2025. This error was observed several times since (B)(6) 2025. A review of the pcu event log, prior to the reported event date, identified no infusion programmed on the reported event date. The last infusion programmed (B)(6) 2025, and no errors were noted. A functional test was performed on the suspect pc unit in the ¿as received¿ condition and the error code 110.6021 was replicated. Utilizing the asm software (v 12.5), keypad test was performed on the suspect pc unit. As a result of the test, the suspect pc unit failed because of the eight (8) key and (0) key. The front case/ keypad assembly on the suspect pcu was temporarily replaced with a known good test dchu lab front case/ keypad assembly for testing purposes only. The suspect pcu powered on as expected and no errors were noted after leaving the device on. The keypad test was performed again on the suspect pc unit with the known good keypad assembly. As a result of the test, the suspect pc unit passed successfully. The bd alaris¿ pcu and bd alaris¿ pump module technical service manual states the error numbering scheme the prefixes for the pcu error codes are the following: 100 main safety system. 110 keypad processor safety system. 111 keypad processor comm safety system. 120 power supply processor safety system. 121 power supply processor comm safety system. 130 keypad safety system. 131 display safety system. 132 tamper switch safety system. 133 audio safety system. 150 iui safety system. 151 comm safety system. 160 power supply safety system. 161 battery safety system. 162 compact flash safety system. In addition, the manual includes the warning to avoid damaging the keypads of the bd alaris¿ system, do not use sharp objects (such as pens or pencils) to activate switches. This device was reported to have no patient involvement. Note to repair center: please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had displayed a system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The error code reported was confirmed and replicated during investigation. The device was fully evaluated, and the issue is being attributed to a faulty keypad assembly. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. Internal inspection revealed a front case/keypad assembly with a date code of april 2022. The eight (8) and zero (0) buttons are not functioning properly. Although there is no visible physical damage, each button is noticeably different from the others. They do not respond when pressed and lack the same tactile feedback. Unlike the surrounding buttons, they feel stuck or unresponsive, making it impossible to activate their intended functions. No signs of fluid ingress or corrosion were observed. All inspected parts were manufactured by bd. A review of the pc unit error logs showed the error 110.6020.1 (keyboard failure, see image 6) was displayed on the reported event date: 06 may 2025. This error was observed several times since 20 march 2025. A review of the pcu event log, prior to the reported event date, identified no infusion programmed on the reported event date. The last infusion programmed 14 march 2025, and no errors were noted. A functional test was performed on the suspect pc unit in the ¿as received¿ condition and the error code 110.6021 was replicated. Utilizing the asm software (v 12.5), keypad test was performed on the suspect pc unit. As a result of the test, the suspect pc unit failed because of the eight (8) key and (0) key. The front case/ keypad assembly on the suspect pcu was temporarily replaced with a known good test dchu lab front case/ keypad assembly for testing purposes only. The suspect pcu powered on as expected and no errors were noted after leaving the device on. The keypad test was performed again on the suspect pc unit with the known good keypad assembly. As a result of the test, the suspect pc unit passed successfully. The bd alaris¿ pcu and bd alaris¿ pump module technical service manual states the error numbering scheme the prefixes for the pcu error codes are the following: 100 main safety system. 110 keypad processor safety system. 111 keypad processor comm safety system. 120 power supply processor safety system. 121 power supply processor comm safety system. 130 keypad safety system. 131 display safety system. 132 tamper switch safety system. 133 audio safety system. 150 iui safety system. 151 comm safety system. 160 power supply safety system. 161 battery safety system. 162 compact flash safety system. In addition, the manual includes the warning to avoid damaging the keypads of the bd alaris¿ system, do not use sharp objects (such as pens or pencils) to activate switches. This device was reported to have no patient involvement. Note to repair center: please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had displayed a system error. There was no patient involvement.